Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) said they called the manufacturer representative (rep) this morning to get advice on setting because they were having trouble seeing out of their right eye but their number does not work anymore. Pt said in the past the representative had told them if they go too high it won't work. Patient said they have not made an adjustment since (B)(6) of 2026 and now they feel a little sensation of hurting on their right and down their it surprises them sometimes by introducing new foods but they have dealt with it and it is working fine and pt asked about making therapy adjustments. Reviewed therapy education information, stim sensation information and recommended keeping a symptom diary to track results. Worked with pt to synch to their ins and review how to change programs. Pt did not make any adjustment during the call. Offered and sent email with handbook information. Redirected to their doctor. This included patient said when they first got it, they had 1.4 and after they got home it was higher but they started decreasing over the next months. Pt said they use program 1 for urinary and program 3 for bowel, they only switch to l when needed and that doesn't happen often. Additional information was received from a healthcare professional (hcp). The hcp reported that patient cancelled future appointments with them. Patient had monitor and rescheduled for dec 2026.